Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Unable to perform functional test due to blank display.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. Customer stated that she got pushed in the pool. Customer stated that there is fluid under the lcd display and there is condensation or moisture on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump.